Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had ¿objective lens scratch, peeling of objective lens adhesive, and image flare¿ the device was returned for evaluation. During the device evaluation, the following reportable malfunction was found, ¿foreign matter adhered to the plastic distal end cover¿ there were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue objective lens scratch, and peeling of objective lens adhesive was confirmed, and image flare was not confirmed. The following findings were also noted during device evaluation: objective lens has a scratch, adhesive around objective lens is peeled, due to a pinhole on bending section, water tightness is lost, due to a pinhole on channel-tube, water tightness is lost, chips, cracks and scratches found throughout the device, adhesive on bending section has white-clouded area, adhesive around light guide lens is peeled, and connecting tube has a wrinkle. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The device was cleaned, sanitized or disinfected prior to being sent for repair. The customer reported it was unknown if the facility had a delay in the start of precleaning of the equipment after use. Customer noted it was unknown if there were no abnormalities on the accessories used for reprocessing. The customer noted that it was unknown if the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The customer noted that it was unknown if the facility flushed the air/water nozzle with water and air. The customer noted that it was unknown if the facility flush air/water nozzle with detergent solution. The customer reported that it was unknown if the facility brushed the instrument channel, instrument channel port, and suction cylinder. Based on the results of the investigation, it is likely that the following led to the malfunction: a definitive root cause cannot be identified. In addition, the cause of the foreign material remaining in the device cannot be specified since it was unknown if the reprocessing was conducted in accordance with IFU from the obtained information. A device history review revealed the DHR of the subject device and confirmed that the device was shipped in accordance with specifications. It was confirmed that there was no non-conformity of the device during manufacturing. This issue is addressed in the instructions for use (IFU): the instruction manual evis lucera gif/cf/pcf type 260 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual evis lucera gif/cf/pcf type 260 series reprocessing manual describes how to prevent for the suggested event in chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor the field performance of this device.